Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted due to a drop in hemoglobin and a suspicion of gi bleeding. The patient had recently complained of shortness of breath, orthopnea, fatigue, generalized weakness, chills, and diaphoresis. Patient had one black stool and labs revealed a hemoglobin drop of 3 grams over one week. The patient was admitted for inr management and a heparin bridge for colonoscopy and endoscopy procedures, which were negative for bleeding. On (B)(6) 2015, the patient had a sudden intermittent increase in pump power to 10 watts. A log file was submitted to the manufacturer for review and revealed an upward trend in power with most of the higher powers associated with pulsatility index events. The patient was subsequently discharged with no further issues reported.

Manufacturer narrative:
Approximate age of device: 10 months. (B)(4). The patient remains ongoing and continues on lvad support. Although the reported power elevations were confirmed through the evaluation of the submitted system controller log file, a root cause for the report of gi bleeding could not be determined through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.